Event description:
A complaint was received from a regional sales manager that a nurse reported a dialysis machine removed too much fluid from a pt. Follow up was done with the nurse manager (nm) of the dialysis facility. According to the nm, this event had occurred a previous time on (B)(6) 2015. At that time, the machine was removed from service by the facility biomedical technician who did not check the operation of the ultrafiltration pump. He replaced the actuator board and returned the device to service. During this pt's treatment, the dialysis was paused after 30 minutes to check the pt's weight. The scale indicated the pt had removed 1.3 l in 30 minutes, an error. She reports there was no indication of this via the machine display or data transferred to the treatment sheet. The pt did not require any additional medical intervention. She reports there was no indication of this via the machine display or data transferred to the treatment sheet. The pt did not require any additional medical intervention. She was removed from this machine and completed treatment on another hemodialysis machine. The pt continues on hemodialysis. The machine was removed from service and was evaluated by a fresenius medical care regional equipment specialist who could not duplicate the issue. The ultrafiltration calibration passed.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. Plant investigation is in progress. A supplemental medwatch will be submitted upon it's completion.